Manufacturer narrative:
Product analysis: the valve has not been returned and the delivery catheter system (dcs) was discarded by the customer; therefore no product analysis can be performed.   Conclusion: without return of the devices, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Other relevant device is: product ID: [enveor-n-us], lot [0008598907], use by date [2018-04-25].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed with a systolic blood pressure of 60-70 mmhg. Upon removal of the delivery catheter system (dcs) from the ventricle, the nose cone caught on the inflow portion of the valve causing it to dislodge aortically above the native annular level. The blood pressure began to fall and cardiopulmonary resuscitation (CPR) was performed. During CPR, the valve was snared and moved into the ascending aorta, just below the great vessels. The patient remained hemodynamically unstable and CPR continued with cardioversion for ventricular fibrillation. The patient was placed on emergent cardiopulmonary bypass and the valve was surgically removed and replaced with a surgical valve. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip of the catheter is related to operator technique or experience; the evolutr instructions for use (IFU) instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. If information is provided in the future, a supplemental report will be issued.